Event description:
Letter sent to medtronic: (B)(6) 2009, medtronic diabetes c/o customer support (B)(4). Re: lot 8 quickset recall. To whom it may concern: last fall I had an incident where my pump gave me too much insulin and resulted in a trip to the emergency room. I am now certain, it was a result of the venting issue discovered with the lot 8 quicksets, and feel that I should inform, or re-inform, medtronic of this incident to aid in documenting problems related to this recall and customer service. Here is a quick overview of what happened. I had changed my pump site in the morning prior to going to work but while at work noticed that something was wrong. My blood sugar was continuously low so I disconnected my pump and went home at lunch. I figured that there was something wrong with the reservoir or they way that I had changed everything that morning, so I filled a new reservoir and went through the whole priming process again but since I had just changed my site that morning I re-used the same tubing from that quickset and did not change my site. I then bolused for lunch and began to make something to eat. Luckily I looked down and saw that the reservoir was almost empty. Roughly 100 units had been given to me within a few minutes. I of course called 911 and proceeded to drink juice and eat. I did not have any serious hypoglycemic reactions or problems since I saw what had happened so quickly after the malfunction. I do not even want to think about what could have happened had I not been fortunate enough to be able to call 911 and begin drinking juice prior to having a severe hypoglycemic reaction. Later I had plenty of time in the ER to "play" with my pump to figure out what went wrong. After rewinding and priming, etc. I saw that an air gap formed between the "piston" and the ned of the reservoir in the reservoir compartment. The pressure build up pushed the remaining insulin out without a bolus or priming event from the pump. Later that night, I spoke with a medtronic representative on the phone and was sent a new pump overnight. We spent a long time testing the pump's functionality and could not find anything wrong with it, although I tried to explain the air build up to him. In the back of my mind, I have always thought that it must have been the tubing because that was the only part involved in both cases where I was being given to much insulin and that would make sense since there was air pressure build up. The fact that while on the phone with medtronic that night we could find nothing wrong with the pump helped to support this suspicion. It is extremely clear now after reading the recall information that this is what occurred when I was given 100 units of insulin. I noticed in the information that this only occurs when there are changes in altitude but the only change in altitude I had that day was the elevator ride to my 4th floor office, hardly a cause for this type of malfunction, so please examine whether or not a change in altitude is really necessary in order to cause this problem. Instead, in your literature regarding the recall listed under situations where too little insulin can be delivered are the statements: "even at stable altitude or stable air pressure, insulin delivery can be interrupted when using an infusion set that does not vent properly." "The priming process builds up air pressure in the reservoir compartment and makes the insulin pump appear to be working properly when it is not." Both of these statements describe the situation that occurred with my pump however too much insulin was delivered. The air pressure that built up was forceful enough to push the reservoir plunger up and result in insulin delivery not an interruption of delivery. I do believe that improper venting caused my overdose and am very glad that you all discovered this problem not only for all the other pump users out there but this also puts my mind at ease knowing what caused that overdose. However, I was a little surprised that there was not more action, concern or interest from medtronic at the time of my incident as to why I had been given roughly 100 units. Other than the customer service call the day of the incident I was never called or contacted in regards to it again, which surprised me given the severity of such an event (which, by the way, 100 units lasts me 2 1/2 days so it was a large dose for me). Nevertheless, despite my disappointment in medtronic's response to my incident, I must say that I have been very impressed and pleased with the customer service and response in every other instance and am happy that I have a medtronic pump. Dates of use: (B)(6) 2008 - (B)(6) 2011.